Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load insulin into the cartridge due to resistance during the fill. The customer stated they had received the incorrect needle gauge and were able to successfully load insulin after changing the syringes. The customer could not recall their blood glucose levels during this event.